Event description:
It was reported the pt's ipg site began to dehisce. The physician place the pt on oral antibiotics. It was reported the site opened up, and the pt wen to the emergency room. F/u identified a sponge had been left inside the pt at the ipg area. The physician explanted the entire system. Further f/u found the pt was doing well, and was at home with IV antibiotics.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.